Event description:
The reporter did meter to hcp meter comparison tests, 45 minutes apart. Meter reading was 378 mg/dl, and the nurse's meter (type unknown) read 252 mg/dl. Reporter did not have any symptoms. A control test was not done due to unavailability of supplies. On follow-up, a control test was in range (no specifics given.) No harm was alleged.